Event description:
The nurse reported the brakes will set, but do not hold. The stretcher was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake pedal sets, but the brake casters still roll or swivel, most likely caused by normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left head brake caster and added loctite to the brake pad threaded rods and adjusted the brake pads on the right head and foot brake casters. Based on this information, no further action is required.